Manufacturer narrative:
Detailed analysis revealed that there was an audible ringing sound made by the power cord brick while plugged into an electrical source and the green led light was not illuminated when plugged in. Analysis also noted that there was no burning smell, however the temperature of the power cord brick became excessively hot and further melting occurred in a different location. The allegation against the power cord was confirmed by analysis.

Event description:
Boston scientific received information that the patient stated that power cord to the communicator was hot to the touch. No injury to the patient was reported. A new communicator was sent to the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis noted that the power cord case was melted before the analysis was started. Further detailed analysis is ongoing. The event will be updated once analysis is completed.